Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Lines that detached after we tried to use this lot again the last few days. Additional information as on 22dec2025: please provide an exact date of event in format mm-dd-yyyy for the number of lines detached issue? December 15, 16, 17. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm - caught in pharmacy before dispensing product to patient care areas this time as we were aware of the potential issue.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of lines detaching could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.